Manufacturer narrative:
Complainant name: (B)(6) medical center. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the heavily calcified aorta. A 8.0x30x75cm express ld iliac / biliary stent was advanced to treat the lesion. However, while positioning the stent for deployment, the stent came off the balloon over the aortic bifurcation. While trying to move the stent, the stent moved up into the aorta. An endovascular cuff was placed in the aorta holding the stent and the tip of the balloon between the aorta wall and the cuff. The procedure was completed with a different device. No patient complications were reported.